Event description:
It was reported that small pieces of the permanent cautery spatula instrument broke off and fell inside of the pt. All fragmented pieces were retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument ceramic sleeve was cracked and missing pieces. The conductor wire was also kinked near the proximal clevis pulley. Engineering evaluation determined that the failure mode experienced by the customer was a result of damage to the ceramic sleeve of the instrument. As indicated in the complaint notes, all fragmented pieces were retrieved.